Event description:
End user was reportedly struck by a motor vehicle while crossing the roadway in the motorized wheelchair. End user reported that as a result of the alleged incident, she sustained a right open tibial fracture.

Manufacturer narrative:
Equipment not returned to MFR for eval; however, no malfunction suspected. The hoveround's owner's manual warns, "do not drive your mqv4 on the roadway or public streets".